Manufacturer narrative:
Corrected data: h4 h10: it is unknown whether reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by following the instructions for use which state: - IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover had white-clouded area; adhesive around objective lens and adhesive around light guide lens were both peeled; connecting tube had a dent; on water detection sticker, dots were smudged and connected; and switch 2 had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the tip nozzle and tip cover. There was no patient involved.